Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family member reported via phone call that the customer had diabetic ketoacidosis. The customer¿s blood glucose level was unknown. The customer was treated with the manual injection. It was reported that the insulin pump had insulin flow block alarm. Customer reported that alarm did not occur during fill tubing. Customer reported event was resolved by changing complete set. The customer was using the auto mode. The device will not be returned for analysis.